Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) and potassium (k) results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory, and questioned by an ER physician. Upon repeat, the results were higher and amended reports were issued. The customer does not believe there was any impact to patient treatment.

Manufacturer narrative:
Qc was within the customer's established ranges prior to the event. A bci field service engineer (fse) is on site as of (B)(4) 2010.